Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required " code was found in the ventilator's downloaded error log. The device's sensor board will be replaced and the software reloaded to address the issue. Device has been evaluated but not yet repaired.